Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show severe thoracic scoliosis greater than 90 degrees fixed with complex construct from t2 to l3. Excellent correction achieved. Right sided rod is broken at t8. Revision x-ray shows fixation with end to end connector. Reportedly the connector failed requiring revision. The 4.75 mm rod is likely out matched by the degree of curve yielding failure at the apex of the construct. A connector would be weaker than the original rod and prone to failure as well.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that there was a dislocation of the connector and rod. Patient underwent a revision to replace the connector. No further details are known.